Manufacturer narrative:
This crt-p will be returned to boston scientific for disposal. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to infection. There were no additional adverse patient effects reported.